Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after 2 days of use on a covid-19 patient, the product had a cuff leak. The patient had inspired and expired tidal volume loss on the ventilator. The device was removed and found to have a ruptured cuff. A second product was used on the patient but also found to have a leakage. The second product was removed and a third product was used.